Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus and the evaluation found the following reportable finding: poor image. Based on the results of the investigation, it is likely that the following led to the malfunction: the poor image was due to a faulty charge coupler device. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a poor image. There was no patient involvement.